Manufacturer narrative:
The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found damage to the transition tube.

Event description:
Additional information was reported on (B)(6) 2016. It was reported that the patient had experienced "a gradual decreased effect of itb (intrathecal baclofen) over the past few months until no effect was noted." On (B)(6) 2016, the patient was admitted to the hospital with the diagnosis of baclofen pump malfunction and a surgical exploration was performed on the same day. The patient recovered in the hospital and on (B)(6) 2016 the patient was discharged. There were no changes in treatment with the product. As of (B)(6) 2016, the patient was experiencing the "expected product benefit" after the catheter revision.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal (500mcg/ml, 75mcg/dayi in an implantable pump for intractable spasticity and severe cerebral palsy. The patient experienced of loss of therapeutic effect over the past month. A single bolus of 75mcg had no effect to tone. All other work up was negative. It was unknown if the issue resolved. The catheter connector was replaced; occluded with tissue. The patient was better after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.